Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer stated that insulin pump was not working. They also reported that insulin pump had blank display and contact on battery were missing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.